Event description:
Arjo was notified of an event involving a bolero device. According to the information received, a customer employee fell from the device during safety and performance verification testing of the new bolero mattress combined with side support. It was indicated that the installed side support detached (opened), causing the employee to fall. No injury was reported. It was suggested that the middle loop strap interfered with the catch (part of the bolero mattress), which caused the side support to become partially hooked.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists. UDI: (B)(4).

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Following the information received, a customer employee fell from the device during safety and performance verification testing of the new bolero mattress in combination with the side support. It was reported that the installed side support on the bolero opened during use, causing the employee to fall. No injury was reported. It was suggested that the middle loop strap of the bolero mattress may have interfered with the catch for locking the side support, preventing the side support from being fully secured. The customer also communicated that the new mattress design may create issues when used together with the side support, including difficulty with mattress removal. As a result, this mattress may not be compatible with the side support. The middle strap was found to be damaged at the opening where it fits around the side support locking mechanism. It was also confirmed that the safety belt was not used at the time of the incident. The bolero device involved in the event is equipped with an additional accessory¿a side support. During use, the side support is locked in position on the opposite side of the bolero mast by pulling the handle toward the user and then releasing it to engage the lock. When not in use, the side support is attached to a dedicated bracket located beneath the bolero stretcher. The bolero instructions for use (IFU; 04.ce.01_22) state that the strap of the middle bolero mattress should be cut when the device is equipped with the side support: ¿to facilitate the usage of the side support, the hook and loop straps on the middle part of the mattress have to be cut.¿ not cutting the strap from the middle section of the bolero mattress may have contributed to its damage when an attempt was made to position it around the side support locking mechanism. The side support serves an additional support and it is an optional accessory. The safety belt is intended to keep the patient securely on the device. The bolero device is equipped with a safety belt that must always be used. According to the additional information received, the safety belt was not used at the time of the event. The ifus for the bolero device include the following information: ¿warning: to prevent falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened.¿ the ifus also include drawings and guidelines on how to correctly close the side support, noting that a characteristic ¿click¿ should be heard: ¿fasten the side support on the other side of the bath trolley by firmly pushing it into the holder.¿ ¿always make sure the side support is securely attached.¿ additionally, the ¿care and preventive maintenance¿ section instructs caregivers to check the side support holder weekly: ¿check the function of the side support holder (accessory) by pulling the holder towards you. When letting go, the holder shall lock securely.¿ in summary, the fall appears to have resulted from the fact that no safety belt was used during the testing session. This factor most likely contributed to the employee falling from the bolero device. Arjo device did not meet its performance specification due to the middle strap of the mattress damages. The bolero was in use during testing with an employee, and from that perspective it played a role in the event. The complaint is deemed reportable due to the reported fall of a person from the device.